Event description:
At about 3 weeks after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the liner.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2238863: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.